Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported that the display frozen and does not respond to touch. No consequences or impact to patient was reported.

Manufacturer narrative:
The returned device was evaluated. No product performance issues related to the reported event were identified, based on results of the investigation, the customer complaint could not be confirmed., corrected data: updated to "(B)(4)"